Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni was returned for analysis visual examination revealed multiple shaft kinks. The catheter was unable to prime, and the console issued an under-pressure alarm message. A hypotube separation was observed located at 101cm from the tip along with a spike line kink located 10cm from the bag spike tip. Media was returned in the form of photos. The photos were reviewed which showed the alleged tubing kink and was confirmed during analysis. No packaging damage was shown in the photos and no packaging was returned.

Event description:
Reportable based on device analysis completed on 01jul2025. It was reported that an error message occurred after power pulse mode and the tubing is kinked. The angiojet solent omni was selected for lower limb angioplasty. During procedure, after the system was set up, it was able to manage to prime the catheter. When it was changed to power pulse mode, an error message occurred. The lytic drug was spiked up; however, it was noted that the tubing was kinked. The procedure was completed using an alternate device. There were no patient complications as a result of this event. However, device analysis revealed a hypotube separation occurred.

Manufacturer narrative:
E1 - initial reporter phone: added. Device evaluated by MFR: the angiojet solent omni was returned for analysis visual examination revealed multiple shaft kinks. The catheter was unable to prime, and the console issued an under-pressure alarm message. A hypotube separation was observed located at 101cm from the tip along with a spike line kink located 10cm from the bag spike tip. Media was returned in the form of photos. The photos were reviewed which showed the alleged tubing kink and was confirmed during analysis. No packaging damage was shown in the photos and no packaging was returned.

Event description:
Reportable based on device analysis completed on 01jul2025. It was reported that an error message occurred after power pulse mode and the tubing is kinked. The angiojet solent omni was selected for lower limb angioplasty. During procedure, after the system was set up, it was able to manage to prime the catheter. When it was changed to power pulse mode, an error message occurred. The lytic drug was spiked up; however, it was noted that the tubing was kinked. The procedure was completed using an alternate device. There were no patient complications as a result of this event. However, device analysis revealed a hypotube separation occurred.